Event description:
It was reported that the cartridge was damaged at the fill rod. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully changed the cartridge and resumed insulin therapy, while a replacement cartridge was arranged to be sent.